Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis revealed no indication of an ICD malfunction. In particular, the morphmatch algorithm functioned as expected. The root cause for the clinical event was that the morphological difference between the reference and the qrs complex as observed in episodes 244 and 247 was too small for the algorithm to clearly distinguish the svt from the vt. Please note that this is not an algorithm deficiency, but limited by the optimal trade off of sensitivity and specificity of all discriminating algorithms. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed no indication of a device malfunction.

Event description:
Ous MDR - it was reported that approximately 1 month after the implantation, the device registered several ventricular tachycardia episodes, which were incorrectly classified as supraventricular tachycardia and the patient did not receive the appropriate therapy. The incident resulted in no harm to the patient. The device was reprogrammed to avoid the incorrect classification of such episodes in the future.